Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) the console displayed error codes 820, 302.11 and 202.11 after turning on the device. The procedure was cancelled after the patient had been sedated with general anesthesia. There were no patient complications related to the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.